Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015 the 3.0 x 28 mm absorb scaffold was implanted in a total occlusion in the mid left anterior descending artery. The lesion was pre-dilated and the scaffold was post-dilated. Final angiographic residual stenosis was less than 10%. The patient returned for a follow-up on (B)(6) 2017 and optical coherence tomography (oct) image showed an aneurysm at the proximal part of the scaffold. There was no medical intervention performed. No additional information was provided.